Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope had rust at the distal tip. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Update: d9, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed rust/corrosion around the device objective lens. A definitive root cause of the issue could not be determined, however, the issue was likely the result of expected or random component failure, and or external factors. Olympus will continue to monitor field performance for this device.